Event description:
It was reported that the right ventricular sense pace lead exhibited high impedance. The device was reprogrammed, all electrical values were in range. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.